Manufacturer narrative:
.

Event description:
The hcp reported the pt experienced underdose symptoms (type of symptoms not specified). There was a reservoir volume discrepancy of 28%. The expected residual volume was 2.6 mls, the actual residual volume was 13 mls. The type of medication, concentration, and dose were not reported. Additional information has been requested, a follow-up report will be submitted if additional info becomes available.